Manufacturer narrative:
Investigation summary : during visual inspection of the device, no apparent damage was observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: dissatisfaction with the procedure outcome. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old latino female patient underwent a revision breast augmentation with two 650cc mentor memorygel breast implant prostheses and experienced postoperative right-sided anisomastia and capsular contracture (grade unknown). The patient stated that her right side breast appeared to be larger than the left side after swelling was gone. Also, the patient felt that both implants were too big for her and was not happy with the result. As a result, the patient underwent removal and replacement with a 600cc mentor memorygel breast implant (left catalog #: 350-6004bc, serial #: (B)(4)) and a 650cc mentor memorygel breast implant (right catalog #: 3506504bc, serial #: (B)(4)) on (B)(6) 2020. This medwatch form is for the left breast prosthesis.